Manufacturer narrative:
Numerous attempts have been made to obtain add'l info surrounding the incident without facility cooperation. Retrieved seal of device is being kept by facility. When the investigation is completed by quality engineering, we will file a supplemental report.

Event description:
It was reported that "during egd md noticed resistance as moving #54 fr. American dilator over guide wire. Removed both guide wire and dilator. Md asked for next size smaller #51 american dilator. Tech could not remove first guide wire from first dilator. Tech obtained a second guide wire and pt was dilated without further issue. Upon attempting to clean first dilator, the tech had difficulty removing guide wire. Once retrieved guide wire, noticed a piece was missing. Tech took x-ray of dilator and found what looked like a spring in the middle part of the dilator. The channel at the small tip was also x-rayed. The channel was clear at the tip. Tech then informed md who then informed mgr and executive dir." Pt left hospital-returned to ER dept. With abdominal pain. Back to surgery for retrieval of guide wire tip. Facility keeping tip due to risk mgmt and possible litigation.